Event description:
As reported by the user facility: incident description: patient was on high dose norepinephrine and vasopressin infusions. Bags were prepared and spiked in recommended process (warm, spiked flat, primed in pump). Used MRI tubing for MRI scan. Patient unstable and large blood pressure variations (common with movement, short interruptions of medication, and line changes). Per critical care directives with new b braun pumps - used two norepi infusions in order to maintain dose with one infusion while other infusion air bubbles and issues fixed. Used tubing infusomat space pump IV set ref 490100. . The pumps were beeping air in line multiple times with all three pressor pumps. The usual manner of priming lines or flicking air bubbles out did not work to remedy pump beeping issues. The titration of norepi to try to maintain blood pressure while disconnected to remedy beeping lead to up and down blood pressures. Patient at one point had unmeasurably high blood pressure and required stop of all pressors for 1-2 minutes. Pump beeping in MRI scan.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.